Event description:
It was reported that the patient presented for follow up with fatigue. Post-paced t-wave oversensing on ventricular channel was observed. Programming changes were made to device. Patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.